Event description:
It was reported the front case screw holder is broken. It was also reported the atrial and ventricular output patient connector test failed. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product analysis summary: analysis found the boss in upper case, lower case, battery drawer, one bail cover, heart lead flex connectors, and lead flex cover are broken. Analysis also found the battery release is contaminated, one case screw and battery drawer o-ring are missing, battery contacts are compressed, and keyboard is scratched. (B)(4).